Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit fiber optic door falling open. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields; d4(UDI). The fse that encountered the issue replaced the upper panel. The fse performed a complete pm with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) (B)(4), nj: the failure analysis and testing dept. Received an upper panel, with a reported unit failure of the fiber optic door not staying closed. The fat performed a visual inspection and found the part to have a faulty fiber optic door. Fat was able to verify the reported issue with probable root cause being expected wear and tear. Retaining the part in the failure analysis and testing department per procedure.